Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an unknown call service alarm issue with the pump. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: review of the black box data and download history did not reveal any alarms related to the complaint. On investigation, ¿ez-prime¿ steps were performed correctly with no error, alarms or warnings during the investigation. The pump was exercised was 24 hours without any issues occurring. Investigation did not duplicate the complaint.